Manufacturer narrative:
User documentation ((B)(4)) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30 n-cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. Clinician stated that lodi implant failed to osseointegrate. Patient has moderate density bone and is a smoker. The implant was not immediately loaded. The clinician did not provide the following information: amount of torque used on abutment & implant, whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unknown. Since the clinician did not provide the corresponding lot number for the implant, zest was unable to review the specific lhr records. However, all zest products that are shipped out must meet their specific product specs and must be approved for product release. Any issues are successfully resolved prior to the release of all parts. No further action is required.

Event description:
Lodi implant failed to osseointegrate.